Manufacturer narrative:
Tw (B)(4). Updated sections: b4, d9, d10, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 03/09/2026. An investigation was conducted on 03/12/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The harvesting device was returned inside the cannula. There were no visual defects observed on the intact harvesting device. There were no cracks or breaks observed on the harvesting device handle. The cannula was observed to be intact. There were no cracks or breaks observed on the cannula handle. The c-ring was observed to be intact. A mechanical evaluation was conducted. A reference endoscope was inserted into the cannula handle until it snapped into place with no physical or visual difficulties observed. The harvesting device was then inserted into the cannula with no physical or visual difficulties observed. The blue toggle was manipulated to retract and extend the intact c-ring, with no physical or visual difficulties observed. Based on the returned condition of the device reported, the reported failure "break- handle " was not confirmed. The lot # 3000523809 history record review was completed. There was an ncmr, rework, or deviation documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw (B)(4) the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during endoscopic vessel harvest, vasoview hemopro 2 handle cracked. A second device was opened to complete the case. There was a procedural delay to open new device. No patient harm was reported.